Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer confirmed that the device has been removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on using battery power. It will only power on while plugged in to ac power. There was no patient use associated with the reported event.